Event description:
The customer complained of discrepant results between the coaguchek xs (B)(4) and a lab using an unknown reagent. The customer tested a patient twice on the coaguchek xs (B)(4) and both results were 8.0 inr. The patient was tested at a lab by venous draw within 7 hours and the result was 5.9 inr. The customer did not know the patient's therapeutic range. The patient's warfarin was not adjusted based on the meter result. The patient does not have any hematocrit issues and does not have antiphospholipid antibodies. The customer was not sure if the patient had started any new medications or had any diet changes. The customer did not know if the patient's warfarin dose had been adjusted recently. The customer stated the patient had been sick and in the hospital recently but did not know why. The patient did not display any symptoms of bleeding or bruising. Retention test strips (322642) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.